Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed on an unknown date. The patient had painful experience and had significant discomfort with the placement. Magnetic resonance imaging (MRI) was performed, and there appeared to be some spaceoar in the correct location creating 5mm of space. There was a ball of gel, about 2.5x2.5 cm wide located in the bladder wall, posterior to the neck of the bladder. It was noted that the two locations of the hydrogel do not appear contiguous. There patient is reported to be "ok" after the spaceoar procedure. The patient will procedure with hypo fractionated radiation therapy.

Manufacturer narrative:
The exact date of the event is unknown. The provided event date, (B)(6) 2022, was chosen as a best estimate based on the date that the manufacturer became aware of the event, (B)(6) 2022. The complainant was unable to provide the suspect device upn and lot number. Therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.